Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. Inspection of the device found blood on the adhesive pad. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 305 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and leaking was observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.